Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2 and h6 have been updated accordingly. Complaint conclusion as reported, the 6/7f mynx control vascular closure device (vcd) balloon ruptured on stent struts during pull back to the arteriotomy. There was no reported patient injury. The deployer was trained in using the mynx. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The procedure was an interventional peripheral case. The procedure used a retrograde approach. The patient had a history of peripheral vascular disease (pvd). The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd/calcium in the vicinity of the puncture site. The patient was not hospitalized nor was patient¿s hospitalization extended as a result of the event. The patient¿s outcome was recovered. Manual compression for 30 minutes was used to achieve hemostasis. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f was returned. Per visual analysis, button 1 was depressed approximately 1/4th of its total travel, and button 2 was fully depressed and a portion of the sealant was present at the distal end of the advancer tube on the catheter shaft. The procedural sheath was engaged to the handle. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis, the investigator was able to completely depress button 1 and lock it in place. The button deployment felt normal and the investigator did not experience any unusual forces or resistance. Prior to depressing button 1, the investigator pulled on the catheter distally to reset button 2 and to pull the balloon out of the advancer tube. Button 1 was then depressed. Leak testing was performed on the balloon of the returned device. However, the balloon could not be inflated due to the catheter¿s lumen being clogged with dried contrast. Multiple attempts to unclog the lumen by flushing and soaking the device in warm water was unsuccessful. The balloon could not be inflated for examination. A product history record (phr) review of lot f1919601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ could not be confirmed during analysis of the returned device. Multiple attempts were made to unclog the catheters lumen unsuccessfully. A complete physical investigation could not be performed. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the balloon coming in contact with a sharp object such as the stent reported, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported, the 6/7f mynx control vascular closure device (vcd) balloon ruptured on stent struts during pull back to the arteriotomy. Manual compression for 30 minutes was used to achieve hemostasis. There was no patient injury reported. The deployer was trained in mynx. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The procedure was an interventional peripheral case. The procedure used a retrograde approach. The patient had a history of peripheral vascular disease (pvd). The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd/calcium in the vicinity of the puncture site. The patient was not hospitalized nor was patient¿s hospitalization extended as a result of the event. The patient¿s outcome was recovered. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 was depressed approximately 1/4th of its total travel. The button 2 was fully depressed and a portion of the sealant was present at the distal end of the advancer tube on the catheter shaft. The procedure sheath was engaged to the handle. The catheter was inspected for anomalies. No anomalies were observed. The investigator was able to completely depress button 1 per mynx instructions for use (IFU) and lock it into place. The button deployment felt normal and the investigator did not experience any unusual forces or resistance. Prior to depressing button 1, the investigator pulled on the catheter distally to reset button 2 and to pull the balloon out of the advancer tube. The button 1 was then depressed. Leak testing was performed on the balloon of the returned device. However, the balloon cannot be inflated partially due to the catheter¿s lumen was clogged with dried contrast in saline solution. Multiple attempts to fully inflate the balloon with water were exhausted. The balloon cannot be inflated for examination. A product history record (phr) review of lot f1919601 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon loss of pressure in patient¿ was not confirmed through analysis of the returned device since inflation could not be performed due to the clogged lumen and no tear was visually noted on the balloon. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the information available for review and the product analysis, access site vessel characteristics (ruptured on stent struts and history of pvd) most likely contributed to the reported event since a stented vessel can cause damage to the balloon as reported by the customer. However, it is unknown if the balloon loss of pressure experienced was due to a tear in the balloon since none was noted visually, and functional analysis could not be performed. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The exact event date is not known. A review of the manufacturing documentation associated with lot f1919601 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6/7f mynx control vascular closure device (vcd) balloon ruptured on stent struts during pull back to the arteriotomy. Manual compression for 30 minutes was used to achieve hemostasis. There was no patient injury reported. The device is expected to be returned for analysis. The deployer was trained in mynx. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). There was nothing unusual noted about the device prior to opening the package. The procedure was an interventional peripheral case. The procedure used a retrograde approach. The patient had a history of peripheral vascular disease (pvd). The sheath introducer used for the procedure was a non-cordis sheath. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the common femoral artery (cfa). There was no presence of pvd / calcium in the vicinity of the puncture site. The patient was not hospitalized nor was patient¿s hospitalization extended as a result of the event. The patient¿s outcome was recovered.